Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in march of this year, they realized they were not able to connect to their implant. Patient discussed this with their manufacturing representative (rep) and with their healthcare provider (hcp) because they were suspicious of having broken leads. The hcp confirmed this was the case and the device was replaced with the new one. Patient said their hcp told them they had a piece of the previous lead they were not able to remove during the procedure on may 7th. Patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va0qnrn implanted: (B)(6) 2015 explanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 18-nov-2018, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.